Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. Pre-dilation was performed with an osypka vacs ii 20mm balloon, after which blood pressure was noted to be low (90/50). The navitor was advanced to the valve. First deployment attempt was too high so it was recaptured. Second attempted was too deep so it was re-sheathed a second time. Blood pressure had now lowered to (60/30) so the flexnav was brought into the ascending aorta to allow the patient to recover. Transesophageal echocardiogram was performed and no pericardial effusion observed. Fluoroscopic check performed revealed massive aortic valve regurgitation. Injection of suprarenin was given and cardio-pulmonary resuscitation was performed for two minutes. No cardiac arrest occurred. After stabilization, the navitor was implanted successfully at depth of 4-5mm on both non-coronary and left coronary cusps. Patient was reported to be in intensive care unit. In the physician's opinion, the issue was caused by the pre-dilation balloon.

Manufacturer narrative:
An event for patient effects of hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported hypotension appears to related to procedural conditions. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.